Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction - device available for evaluation updated from yes to no.

Event description:
It was reported that this was a vessel closure of an unknown vessel using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a perclose suture was successfully placed at the 11 o'clock position. The second proglide was deployed without success. Another perclose proglide suture was successfully preplaced. The tavi procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.